Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient reported that, sometime during 2014 or 2015, her humapen luxura was dropped and then had an unspecified malfunction. In addition, on an unknown date, the patient experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerns a female patient of an unspecified age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) cartridge for the treatment of diabetes mellitus and insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50) cartridge for the treatment of diabetes mellitus both products via a reusable device (humapen luxura burgundy). Information regarding dosage regimen, route of administration and therapy start date for both products was not provided. On an unspecified date, but after starting insulin lispro 75/25 and insulin lispro 50/50 her blood sugar was too high (no units or values were provided); therefore she was hospitalized. After discharge lispro 75/25 and insulin lispro 50/50 treatments were discontinued and human insulin and human insulin isophane suspension 70%/ human insulin 30% treatments were started. Hospitalization dates were not provided. In addition, sometime during 2014 or 2015 the humapen luxura burgundy was dropped and then had some malfunction (unspecified), therefore the humapen luxura burgundy was discontinued and replaced (pc: (B)(4)/ lot: unknown). Information regarding corrective treatment and outcome of the blood sugar event was not provided. It was unknown if the treatments with taking insulin lispro 75/25 and insulin lispro 50/50 would be restarted. The user of the humapen luxura burgundy and her/his training status was not provided. The general model humapen luxura burgundy duration of use was not provided. The suspect humapen luxura burgundy was started sometime during 2012 and 2013. The suspect humapen luxura burgundy was used for about two or three years as it was discontinued during 2014 and 2015. The suspect humapen luxura burgundy was discarded and replaced, so it was not returned to the manufacturer. The reporting consumer did not know if the event was related to insulin lispro protamine suspension 75%/ insulin lispro 25% or insulin lispro protamine suspension 50%/ insulin lispro 50% treatments and did not provide an assessment of relatedness between event and the humapen luxura burgundy. Update 26-dec-2019: initial information and follow-up information both received on 23-dec-2019 were processed at the same time. Update 14jan2020: additional information received on 13jan2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for pc (B)(4) associated with unknown lot of humapen luxura (burgundy) device. Corresponding fields and narrative updated accordingly.